Event description:
It was reported that the patient was unable to connect to the ipg following an unrelated procedure. Reportedly, the ipg was not set into surgery mode prior to the procedure. Manufacturer rep was able to troubleshoot and resolve the issue. The ipg now connects and therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.